Event description:
The device was used during an uspecified procedure. Reportedly, the safety shield was damaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.